Event description:
It was reported that during an attempt to stent a distal lesion, resistance was encountered crossing a 50% stenosed proximal lesion. Only the distal lesion had been predilated. Upon inflation in the distal lesion, it was felt that the stent was no longer on the delivery sys. When the delivery sys was removed, resistance was met when coming back through the proximal lesion. The physician felt that the stent was lost in this location. Attempts to re-cross the stent with smaller balloons were unsuccessful. The pt was sent to surgery for a bypass procedure. Reportedly, the pt was stable throughout the procedure.